Event description:
It was reported the patient experienced a (B)(6) at the implantable neurostimulator site and the system was explanted. The ins was moved to a lower location in the back on (B)(6) 2012, which initiated the infection. The patient was hospitalized for two days. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient developed an infection that was diagnosed on (B)(6)-2012. It was noted that the primary location of the infection was in the device pocket. A culture of the infection was obtained from the device pocket and revealed the (B)(6) infection. The patient was given perioperative antibiotics. It was noted that the patient was given both IV and oral antibiotics. It was further noted that the patient's symptoms consisted of a fever, drainage, and a rash. The patient was not diagnosed with meningitis. It was noted that the patient's device was explanted and the infection was resolved.

Manufacturer narrative:
Product ID 3998, lot# v005884, serial# implanted: (B)(6) 2006, explanted: product type lead product ID 3998, lot# v002802, serial# implanted: (B)(6) 2006, explanted: product type lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37092, lot# 236730002, serial# implanted: (B)(6) 2010, explanted: product type accessory product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension product ID 3708220 lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3998, lot# v005884, implanted: 2006 (B)(6), product type lead, product ID 3998, lot# v002802, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 37092, lot# 236730002, implanted: 2010 (B)(4), product type, accessory product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3708220, serial# (B)(4), implanted: 2007 (B)(6), product type extension.